Manufacturer narrative:
H3: product analysis: evaluation determined that bearing are detached. The likely cause of failure is due to distal bearing was broken. It was also noted it impossible to insert a bur, the tube cannot be fully extended and is damaged at the tip, the gap at the dial retainer is out of spec, the color ring is faded and scratched, the laser markings are partially faded. This regulatory report is being submitted due to a retrospective review through CAPA 624392 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of problem not reported. No patient impact reported. Repair request escalated to a product event due to evaluation finding of detached bearings.